Event description:
Reference number (B)(4). Event occurred in united states. It was reported that, the patient encountered infusion set blockage event on (B)(6) 2025. The blockage was at the site. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6011310 have already been previously tested in the complaint 2214002 on 22/jun/2025. Test results: the reference samples were visually inspected and tested for flow test. All test results were within specifications as per the complaint (B)(4). Device history record (DHR) review: the lot 6011310 was manufactured according to the work instruction (wi) version 100 manufactured in the line m14, on 28/jan/2025, with a total of (B)(4) units. Welding the lot 5a04027 was manufactured according to the wi version 34, machine ls06, ls07, with a total of (B)(4) units. The lot 5a04031 was manufactured according to the wi version 34, machine ls24, ls25, with a total of (B)(4) units. Gluing connector the lot 4m03216 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4m03217 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4m03218 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4k02892 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 4m03219 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. The lot 5a03997 was glued according to the wi version 37, manufactured in the line pegado 3, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6011310 found other one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.